Event description:
It was reported that a (B)(6) year old hispanic female patient underwent primary breast augmentation with a 225cc mentor smooth round moderate profile saline breast prosthesis on the right breast. Post-operatively, the patient suffered spontaneous right breast implant deflation. Patient can feel the implant underneath the breast and also feels rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2022, mentor became aware that a mammogram taken on (B)(6) 2022, found that both the patient's implants were intact.